Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide break was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of a right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a leadless pacemaker interventional procedure. Reportedly, the suture was stuck when it was attempted to remove the plunger. The proglide sheath then separated from the guide tube. The sheath was retrieved via a cut-down of the vein. Damage to the vein occurred. The procedure sheath remained a 6f and the leadless pacemaker procedure was completed. Treatment to the damaged vein and hemostasis were achieved with surgical suturing. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.